Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was elevated; value was unknown. A manual injection was administered to address bg level. Troubleshooting was performed and the occlusion was found to be within the cartridge. A supply change was performed and insulin delivery was resumed to resolve the issue.